Manufacturer narrative:
Correction: h6.

Event description:
Related manufacturer reference number: 2017865-2023-51506. It was reported a patient's right ventricular (rv) lead presented with oversensing noise that led to inappropriate shock. The right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2023. It was also noted the atrial lead was capped and replaced for an unknown reason in a prior procedure on (B)(6) 2014. Post-procedure the patient was stable.